Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's touchscreen was cracked. The customer's blood glucose level was 170 mg/dl. Reportedly, the customer was unsure how touchscreen became cracked. The customer also reported that when the pump battery depleted normally and the pump died, the customer turned the pump back on and the touchscreen was unresponsive and the pump was not functional. Additionally, the wake button stopped functioning. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. Reportedly, customer would administer manual injections for alternate insulin therapy.